Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was replaced due to an infection visible at the location of the reservoir. The infection was treated with a lot of antibiotic solution to wash the infected area. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for lgx preconnect ms is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.